Event description:
A package containing a multi-lumen cvc kit was opened and the emergency department technician and physician observed that the "fastener: catheter clamp" was missing and was not with the kit. No patient harm. Another kit was obtained. The physician stated that this is the second occurrence of a missing cvc kit piece in the last two weeks.